Event description:
The customer reported erroneous high accu tni (troponin I) test results were generated when using the unicel dxi 800 access immunoassay system. Erroneous test results were reported out of the laboratory. Upon repeat testing the results were in the normal reference range. Corrected report were issued. No reports of death or serious injury, and no affect to pt treatment as a result of this event. The event represents event 2 of 2 events reported by this customer.

Manufacturer narrative:
The samples are lithium heparin plasma that was centrifuged for 10 minutes at 3000 g. Quality control (qc) is performed twice daily and was within the customer's established ranges. Event log and maintenance records were not supplied. The field service engineer (fse) was dispatched and the ultrasonics and alignments were verified to be within specifications. No hardware issues were addressed. Although the sample quality was addressed, no definitive root cause could be determined for this event. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR represents event 2 of 2 reported by the customer. This MDR is related to the following MDR that has been reported: 2122870-2011-04778.